Event description:
Reporter noted unit shorted out, sparks flew and burning smell during surgery. Completed the case with manual "I/a" and implanted intraocular lens. No pt injury. Borrowed system from another facility to complete remaining cases.